Event description:
On 7/1/2022, it was reported by a sales representative via email that the guide in an ar-1941pk transtendon percutaneous insertion kit had an issue with the cannulation. The anchor would not slide through because the guide's diameter was smaller. This was discovered during a procedure. Additional information received on 7/13/2022: this was discovered during an rcr procedure on (B)(6) 2022. Nothing broke and case was completed with another ar-1941pk transtendon percutaneous insertion kit.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.